Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, when the physician attempted to pull the leg assembly through the pt's sacrospinous ligament, the dilator bunched "a bit" and the suture snapped. This caused two to three inches of the suture, along with the needle at the end, to detach from the mesh leg assembly. The suture piece and the needle were captured inside the capio cage. The procedure was completed with another uphold vaginal support system without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).